Manufacturer narrative:
The device was returned, and visual examinations revealed no anomalies. Interrogation and preliminary test results were acceptable.

Event description:
It was reported that the patient had discomfort at the implantable cardiac monitor (icm) implant site. The icm was explanted and replaced. The patient was in stable condition.